Event description:
It was reported that the patient received appropriate shocks for ventricular fibrillation. Due to the low intrinsic amplitude variability of the ventricular fibrillation, there was some functional undersensing. Technical services advised this big-small intrinsic amplitude phenomenon is the cause of the undersensing. The shock impedance was 124 ohms, which is high but within normal limits. Also, it was difficult for the system to convert the arrhythmias. The device battery status was at six percent after over eight years of implant time. The doctor elected to replace the system with a transvenous system. There were no additional adverse patient effects.